Manufacturer narrative:
This is one event (unspecified surgery) for the same pt involving two separate products.

Event description:
The plaintiff's attorney alleged the plaintiff experienced unspecified injuries on an unk date after use of the product.

Manufacturer narrative:
(B)(4). This is one of two device reports related to this event; the associated MFR report numbers are 1225714-2014-14684 and 1225714-2014-14685. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received noted that the patient experienced alkalosis, cardiac arrhythmias, and sudden cardiac arrest, which is alleged to have been caused by the product administered during dialysis treatment.